Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 12.8 mg/day and dilaudid 2 mg/ml at 0.8533 mg/day via an implanted pump for non-malignant pain. A motor stall was seen at initial interrogation and the ¿stopped pump period may exceed tube set¿ message occurred. The patient did not recently have an MRI. The hcp called in to get the pump off code. It was noted the patient¿s pump was alarming (motor stall) on the morning of (B)(6) 2018 and the patient went to the emergency room (ER) with withdrawal symptoms including nausea, flu like symptoms, metal taste in the mouth, and feeling sick. They ruled out MRI and electromagnetic interference (eri) with the patient during the motor stall time. They decreased the pump by 97% to minimum rate and the pump was still audibly alarming. The hcp reviewed the logs and confirmed tube set and the motor stall had not recovered as of (B)(6) 2018. The pump off code was provided. The change in therapy/symptoms was sudden. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-dec-03. The patient called in because his pump has stopped and he still has 4 years left on it. He got up one morning and started feeling sick. It got worse and he thought he had the flu. On the 3rd day he went to the doctor and they told him he was in withdrawal and his pump was alarming. He did hear the alarm but didn't know it was coming from his pump. The hcp put their device on the pump and said the pump wouldn't restart so they had to shut it off. Prior to the pump alarming he didn't have a MRI and was not around any strong emi source. At the beginning of the call, the patient said the pump has been off for a month but then reported that the pump stopped on (B)(6) 2018 at 6:48am. The pump was ¿currently shut off.¿ the patient said ¿workcomp denied the pump replacement because the hcp said a fall caused the pump to stall.¿ he has not fallen. The patient was to follow up with the hcp regarding worker¿s compensation denial. He would like to have the pump replaced because it was the only thing that helped him. He is currently in pain. Sometimes he would feel like he wasn't getting a bolus then he would feel like he was getting double. About a month ago his legs and hips were all numb and he was taken to the hospital, they told him it was the medication working. The patient wanted to know why the pump stalled, and they reviewed possible causes and recommended the pump be sent back for analysis. There were no further complications reported/anticipated.